Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 510 mg/dl at the time of incident. The customer¿s current blood glucose level is 448 mg/dl. The customer was on auto mode. The customer also reported other blood glucose values such as 301 mg/dl, 448 mg/dl, 120 mg/dl. The customer treated for high blood glucose with manual injection. Based on customer¿s report customer did not allege over delivery. The customer was using the insulin pump when high blood glucose was reported. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was assisted with troubleshooting for high pressure test. The insulin pump will not be returned for analysis.